Event description:
Heparin drip ordered at 1000 u/hr or 20 cc/hr via pump. Rn caring for pt felt the heparin bag was emptying more rapidly than it should have been (approx 160 cc over 2-3 hrs). Pump was changed out and heparin began at ordered rate. Ptt was 192 sec in am.